Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The patient was dry for one year. It was noted that a gush was heard in the device and did not work after that. The physician thinks that the balloon had ruptured or developed a leak. A new device was placed, and no other patient complications were reported.